Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s908usqs8gza1. Hardware: sm-s908u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose increased to approximately 350 mg/dl after approximately 1-4 hours of pod wear. The patient noted that the cannula did not appear to have properly inserted into the skin at the infusion site. Upon removal of the pod, the cannula was observed to be bent. The patient applied a new pod and successfully resumed therapy.

Manufacturer narrative:
The device was received fully deployed. During investigation, no damages or defects were observed that would contribute to the reported unsure proper insertion of the cannula. The exact cause of the reported unsure proper insertion of the cannula could not be determined. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula.